Event description:
It was reported that after the surgeon inserted an aq2010v three piece silicone lens and the trailing haptic got stuck in the injector during insertion. The lens was cut out of the eye without any patient injury.

Manufacturer narrative:
Evaluation: results: visual inspection of the returned product showed that the optic was torn into three pieces and a haptic was torn off. There was evidence of a clear surgical residue. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.